Event description:
During an atrial fibrillation ablation, blood was leaking from the hemostasis valve of the sheath while mapping with the catheter. This occurred following transseptal puncture with the sheath, the dilator, and an rf needle, the sheath set was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported leak could not be conclusively determined.